Event description:
The manufacturer's representative reported that the patient experienced a "suspected withdrawal episode" and underwent pump study. The concentration was changed following that study. Final patient outcome is that the "patient is doing fine and has had no further issues."